Event description:
The age and weight of the patient are unknown. It was reported to boston scientific that in preparation for a prostate biopsy procedure, the biopsy needle misfired and did not retract back into the sleeve.

Manufacturer narrative:
The device was returned to spencer for further analysis. The device was tested as received and fired five times with no abnormalities observed. The device was fully functional as received. No visual abnormalities were observed with the device or the packaging. The complaint was not confirmed. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other similar complaints from this lot. No root cause could be assigned since the returned device is fully functional.